Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing. All electrical measurements were normal and have not been out of range. The lead is still in use. No patient complications have been reported as a result of this event.